Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the operational check failed. There was no reported patient use / adverse event to the patient or user.

Event description:
The customer reported that the operational check failed. Further information was provided that due to a battery problem, the defibrillator was unable to run the operational check. There was reportedly no patient involvement.